Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On 09/17/2025, it was reported that the patient was confused, pail, sweating and was hospitalized to due to dka because of cgm inaccuracy where the cgm was showing 50 mg/dl but a bg test showed 500 mg/dl. Spouse can't confirmed if the reading comparison were taken at home or at the hospital. Spouse can't remember the dates of the hospitalization but he said that it was within (B)(6) 2025 and the patient was admitted for more than a day. Medications were given at the hospital but the spouse can't provide the details. At the time of the report the patient was resting. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.